Event description:
An optometrist reported a case of bilateral corneal haze, observed at two months post photo refractive keratectomy (prk). Reporter indicated the topical steroid eye drops were restarted to reduce haze, and the issue was resolved. Patient reported no symptoms. There are two reports related to this patient. This report addresses the right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for he device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).